Event description:
The customer is investigating a patient death and requested an investigation of the infusion system to see if it may have been a contributing factor. The patient was alert and oriented on admission with normal oxygen saturations. Rocephin 1 g / 100 ml of ns ivpb was scanned at 1743, to infuse over 30 minutes. At 1803 the patient complained "I'm burning up, that medicine put me on fire." The patient's oxygen saturation was 86% on room air, and a non-rebreather mask was placed. At 1805 the patient's tongue was swelling and the oxygen saturation was dropping. Code blue resuscitation was started and was later stopped at 1836.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.